Event description:
The customer states that one patient generated elevated architect i2000 stat troponin-I assay results of 4.5, 2.3, 2.2, and 2.8 ng/ml over a period of several weeks. The patient is diabetic and is being treated for a hepatitis c infection with anemia. A cardiac catheterization was performed. The patient's cardiologist could not find any evidence of myocardial damage or myocarditis. The patient's serum was sent to other labs and tested by two different methodologies and both generated negative results for troponin-I. The patient had a new sample drawn and serial dilutions performed with the following final results: neat =2.3 ng/ml, 1:2= 7.2 ng/ml, 1:5 = 7.6 ng/ml, and 1:10 = 10.4 ng/ml. The following day a new sample was drawn and tested with a result of 4.8 ng/ml. Controls have been within specifications. There is no further impact to patient management reported.